Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device would not activate the disposable. The procedure was completed with with a different device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Unable to activate disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The unit would not activate using the foot pedal which was found to be due to a defective pneumatic switch.